Event description:
Patient presented to physician with pain in the neck, swelling, and ear pain. Physician prescribed antibiotics as a precaution.

Event description:
Patient presented back to the physician with continued pain at the stimulation lead and chest incision sites. Physician brought the patient into the or and removed the entire inspire system.